Event description:
A physician reported that during the shunt implantation process, the front end lagged a bit and could not push. The surgery was completed by using another product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of during the pushing process, the front end lagged a bit and could not push; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria.the investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).